Manufacturer narrative:
Additional narrative: examination of the submitted complaint sample device found the tip (plastic portion) is cracked. The orientation guide cracked due to overload. The damage is due to stress during the assembly of the instrument onto the glenosphere. The root cause is attributed to misuse/misapplication of the device. Based on the root cause determination of suspected misuse/misapplication of the device, no corrective action is being taken at this time. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tip is broke. Break was found after cleaning.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.